Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 for three days due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was between 300 mg/dl to 400 mg/dl. The customer stated that he had been experiencing high blood glucose levels for a few weeks. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting. The customer further mentioned that he received lost sensor alerts and that the sensor and insulin pump were experiencing failures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.